Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of basket detached. Imdrf impact code f23 captures the reportable event of the unexpected medical intervention.

Event description:
It was reported that a zero tip basket was used during a percutaneous nephrolithotomy (pcnl) procedure. During the procedure, the stone got stuck in the basket and the basket was disengaged in the patient. The basket was retrieved from the kidney using a grasper. The procedure was completed with another of the same device with no patient complications.